Event description:
The external pulse generator (epg), which was returned for preventive maintenance, subsequently tested out of specification during the manufacturer¿s analysis. There was no patient involvement.

Manufacturer narrative:
Product analysis: it was determined at the analysis that the incoming test on the external pulse generator (epg) was not fully completed, and it stopped after a few minutes. There was no visual damage or corrosion on the printed circuit board assembly (pcba). It was noted that the hanger assembly and the atrial and ventricular patient connectors were broken. The liquid crystal display (lcd) cable insulation has not been compromised; however, the lcd was replaced due to a design change. All found defective parts were replaced, and the final test performed on the automated test console was passed with no visual or electrical anomalies. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.